Event description:
Pt presented with tight access vessels. Balloons and dilators were used in an attempt to predilate, however, unsuccessful, and in the process, the physician inadvertently perforated the external iliac. A fluency graft was placed to resolve the perforation. The pt was not treated at this time.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Results and conclusions: while attempting to predilate the iliac vessels with balloons and dilators, the physicians inadvertently perforated the external iliac.